Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va19we0, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot# va17evv, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 05-jul-2019, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 17-feb-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 16-feb-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 16-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that part of the lead remains in the brain. The rest of the complete system was removed due to an infection in the left battery pocket that had migrated up the extensions. Everything was explanted except part of the right lead. There was redness at the battery pocket and redness in the neck at the extensions site. The doctor felt that there was a chance of the infection going all the way up the extension and into the leads so they explanted the entire system on (B)(6) 2018. The left side was reimplanted on (B)(6) 2018. There were no further complications reported.